Event description:
It was reported that during a surgical procedure at the user facility, the device disassembled and fell into the sterile field, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Event description:
It was reported that during a surgical procedure at the user facility the device disassembled and fell into the sterile field, resulting in potential exposure of a non-sterile battery to the surgical site. The procedure was completed successfully. No delay, no medical intervention, and no adverse consequences were reported with this event.

Manufacturer narrative:
The device was not returned for analysis.

Manufacturer narrative:
The reported event, battery housing broke, was confirmed. The service technician observed that the housing broke, as physical damage was found. The top housing was detached from the bottom housing. The tech determined the top housing (including the contacts) had been replaced (a non-stryker repair/modification). There were no other failure modes or symptom failures found. As this is not a repairable product, the device was not returned to the customer.